Event description:
The initial reporter received questionable elecsys cmv igm and elecsys cmv igg assay results from three patient samples tested on the cobas 6000 e601 module. This medwatch is for the elecsys cmv igm assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys cmv igg assay report. Please refer to the attachment (B)(6) for the table containing the questionable results and other information regarding the case.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6).